Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the screen turned off and goes black, alarm sound without message in an arctic sun device. Per follow up information in wo updated on 11aug2023, performed general repair. Confirmed the reported display error. Replaced the control panel assembly and the system was reset. Performed preventative maintenance. Replaced: heater, mixing pump, circulation pump, drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error.

Event description:
It was reported that the screen turned off and goes black, alarm sound without message in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.